Event description:
The tube was missing 4 centimeters from the tip. Tip has sharp edge and appears as if it was cut off. Came out the packaging this way. Nurse was measuring to put in baby, then realized the length was too short. No injury to baby. Caught before insertion.